Manufacturer narrative:
The field service engineer (fse) found that the vacuum nozzle was clogged, which caused liquid to be left in the dilution vessel. The fse replaced the sample probe, vacuum nozzle, sipper nozzle, pinch tubing, valves, and the dilution cup. A topside decontamination was also performed to resolve the issue. The system's functionality was verified after the repairs. The ise checks, precision run, calibration (cal), and quality control (qc) all passed successfully. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for one patient sample with the sodium electrode and chloride electrode tested on a cobas pro ise analytical unit. The initial results were: sodium: 157 mmol/l chloride: 117 mmol/l. The repeat results on another instrument were: sodium: 140 mmol/l chloride: 103 mmol/l. The test was repeated as the result was questioned by the doctor. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot number was bgj80 and the chloride electrode lot number was bcc08. The expiration dates were requested but not provided. The field service engineer (fse) determined that the issue was due to a clogged vacuum nozzle, which caused liquid to be left in the dilution vessel. Fse replaced the sample probe, vacuum nozzle, sipper nozzle, pinch tubing, valves, and the dilution cup. A topside decontamination was also performed to resolve the issue. The system's functionality was verified after the repairs. The ise checks, precision run, calibration, and quality control all passed successfully. The investigation is ongoing.